Event description:
A cartridge change error was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, inspected the pump and cartridge, removed an obstructive o-ring, cleaned the pneumatic tap area, and successfully reloaded the cartridge, allowing them to resume insulin delivery.